Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no abnormalities. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. The reported event was not confirmed via analysis of the returned device. The reported event of air embolism is considered a known inherent risk of the farawave catheter and is included in the list of potential complications in the catheter instructions for use.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, after performing ablation with the farawave 31 mm catheter, the physician noticed small air bubbles being introduced into the patient's body. After replacing the catheter, the issue was no longer present. The procedure was then completed without patient complications. The device was returned for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, after performing ablation with the farawave 31 mm catheter, the physician noticed small air bubbles being introduced into the patient's body. After replacing the catheter, the issue was no longer present. The procedure was then completed without patient complications. The device has been received and is pending analysis.